Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25g 1in had hair on it. The following information was provided by the initial reporter: "hair found in between needle and outer casing."

Event description:
It was reported that the needle 25g 1in had hair on it. The following information was provided by the initial reporter: "hair found in between needle and outer casing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-06. H6: investigation summary one sample was received by our quality team for evaluation. The sample was subjected to visual inspection a loose fiber foreign matter (hair) was observed in between the hub and the shield. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the foreign matter contamination could not have occurred at the packaging machine as there is no process to de-shield the part at the packaging line. The fiber like foreign matter (hair) is observed to be in between the hub and shield. One end of the foreign matter is observed to be sticking on the epoxy. As the assembled needle was manufactured at a different plant, this information has been sent to them to conduct an investigation on this nonconformance. The investigation team concluded that the hair could be probably lost due to a failure to perform good manufacturing procedure practices. This is a very unusual incident at bd in which stringent manufacturing processes and environmental controls employed to produce bd microlance needles keeps hairs and any foreign matter to extremely low levels. In our facility, the whole process to assemble and package the product takes place in an environmental controlled room where there are several strict preventative measures and good manufacturing practices are strictly followed, including, air is continuously filtered using a hepa filter system, air pressure in the controlled area is higher than in the surroundings. In order to avoid the possibility of contamination entering the manufacturing environment, there are double doors to access to the room and the access of people is restricted, and the use of special clothes is mandatory, including gown, hair protection, and shoes, and are made of lint free materials. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.